Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (7122502).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2014: patient underwent a left tka for degenerative arthritis. Patella was resurfaced and depuy cement was used. No complications noted. (B)(6) 2019: patient underwent a left tka revision due to aseptic loosening. The patella was retained, but all other implants were removed and replaced with competitor implants. The poly insert had significantly worn with fraying and pitting on the medial side. The tibial component was noted to be loose - no loosening interface was noted but the cement mantle needed to be removed from the tibial bone. Doi: (B)(6) 2014, dor: (B)(6) 2019 left knee.